Event description:
The customer called in to report that she noticed moisture in her reservoir window and had to wipe away insulin from inside the reservoir. The customer mentioned that she did not see a leak of insulin from the reservoir. The customer's blood glucose level is 211 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.